Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse in (B)(6) of peritonitis with culture (B)(6) for corynebacterium in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for that event. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h29124, h11h06015, and h11h15115 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.